Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the power switch could not be pushed due to failure of the power switch. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source power switch on the front of the unit was "not working." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after a 10 minute delay using another olympus, model clv-190. Upon inspection and testing of the device, returned to olympus, it was found that the power switch could not be pushed. This report is submitted due to the problem of power switch could not be pushed. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
Upon review, it has been determined that this incident was previously reported on report # 8010047-2022-01711. This report has been determined to be a duplicate.

Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source power switch on the front of the unit was "not working." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after a 10 minute delay using another olympus, model clv-190. Upon inspection and testing of the device, returned to olympus, it was found that the power switch could not be pushed. This report is submitted due to the problem of power switch could not be pushed. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the power switch could not be pushed due to failure of the power switch. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.